Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a hydromorphone infusion (pca only) with a dose of 0.2 mg (6mg - 30ml syringe) with a lockout interval of 8 minutes and max limit of 4mg in 4 hours was noted to have a reduced dose discrepancy. There is a discrepancy in the number of delivered demands to the patient and the delivered amount of drug to the patient. On ((B)(6) 2019 at 20:44 = 6 demands delivered to the patient, 1.1mg drug delivered to patient. On (B)(6) 2019 at 07:00 = 18 demands delivered to the patient, 3.4mg drug delivered to patient.) There was no harm.